Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation:. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in radius side assessed as surgical impact opening (shell thickness within specification) additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.